Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured may 11, 2013 - may 14, 2013. The sample was received for evaluation with approximately 100 ml of fluid in the bladder. The distal luer lock and the attached blue winged cap were not returned. Visual inspection identified that the tubing was separated at the junction of the distal luer post, which is where the blue winged cap is attached. The evaluation confirmed the reported condition. The cause of the separated cap was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had the blue cap separated from the tubing. The device was filled with a magnesium solution and was shipped to the patient. The patient identified that the blue cap was separated upon receipt of the intermate. This was identified before use and there was no patient injury or medical intervention reported. No additional information is available.